Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿

Event description:
It was reported that the customer's blood glucose (bg) was 250 mg/dl and multiple boluses were performed to address bg. Pump system check was performed with tandem technical support and the luer lock was found to be slightly loose and a faint smell of insulin was noticed. Reportedly, customer used cold insulin while filling the cartridge. Customer changed out the infusion set.